Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6)2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer receiving bupivacaine 5.0mg/ml at 0.7149mg/day and dilaudid 70.0mg/ml at 10.008mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient reported that their pump moved from their waist above their belly button to the back above the left buttock. The patient stated that the healthcare provider was aware and that no action was being taken. The pump did not move and it stayed there now. No patient symptoms, interventions or outcome not reported further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Correction: updated to reflect "serious injury."

Event description:
Additional information was received from a healthcare provider (hcp). In response to being asked what caused the pump to move from the front of the patient to the back, the hcp stated that the surgeon did this in 2013 and not 2015.